Event description:
Customer reported drifting on the latron control for conductivity when using the coulter lh 750 hematology analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) evaluated the instrument and confirmed the rf preamp was faulty. The fse replaced the rf preamp resolving the issue. The fse returned the rf preamp for investigation; pending evaluation. Identification of failure modes: the failure mode is related to a faulty rf preamp card; pending part evaluation. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to generate erroneous results for the differential and reticulocyte parameters due compromised rf current and voltage. Evaluation of product labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).